Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that there were no patient complications as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure with the pulseselect catheter, following ablation on the left superior pulmonary vein (lspv), a small clot was identified hanging on the edge of the catheter array via intracardiac echocardiography (ice). The catheter was slowly recaptured into the contour sheath and removed from the body. Upon removal, no clot was visible on the catheter, and the sheath was aspirated twice with a 20cc syringe, with no visible clot observed during aspiration. The physician chose to continue the procedure with the pulseselect catheter after it was re-prepped before reinsertion into the sheath. The activated clotting time (act) at the time of clot discovery was 302, and following the clot and re-bolus, the act was 400. The patient underwent a neuro exam following the procedure, which confirmed no neurological event symptoms. It was unknown if there were any patient complications as a result of the event.